Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on 08/04/2015 to report that a (B)(6) male patient had developed skin irritation under the therapy electrodes. The patient's physician was aware. The patient had diabetes which prevented the skin irritation from healing quickly. Follow-up indicated that the patient discontinued use of the lifevest due to improved ejection fraction.